Event description:
This device was implanted on (B)(6) 2010 and was abandoned on (B)(6) 2017 due to tissue/bone ingrowth over the device. The device was at elective replacement indicator and the physician chose to insert a new system on the right side, the physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)